Event description:
It was reported that insulin gauge displayed amount different than expected, with fill estimate stuck at 70 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support explained that this could occur due to variation in measured pressures used to estimate remaining insulin, after which caller understood and acknowledged.